Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). The device was reprogrammed. Patient condition was not provided.

Event description:
Additional information was received that the patient was stable following reprogramming.